Manufacturer narrative:
(B)(4). Add'l data: date of report - (B)(4) 2012; device info - pelvitex polypropylene mesh; catalog #486015; (B)(6).

Event description:
The pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt obturator system was reported to be used/implanted during this procedure. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.